Manufacturer narrative:
Corrected fields: b1, b2, h1. Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient is alleging pain to include abdominal and stomach pain. The patient further alleges filter projection and multiple post-op abdominal wall abscesses following the open removal to remove the inferior vena cava filter. Per the (B)(6) 2016, computed tomography (CT)-abdomen with pelvis with intravenous contrast: "findings: the inferior vena cava filter has been removed. There are now multiple surgical clips adjacent to the inferior vena cava. Impression: 1. CT findings of open inferior vena cava filter removal and recent post procedural changes of abscess drainage by interventional radiology". Per the (B)(6) 2016, interventional radiology abscess drain: "impression: successful computed tomography guided abscess aspiration".

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H6-patient codes: vessel or plaque, device embedded in (1204)-not listed in IFU; vessels, perforation of (2135)-listed in IFU. H6-device codes: difficult to remove (1528)-listed in IFU; appropriate term/code not available (3191): perforation-listed in IFU; appropriate term/code not available (3191): tilt- not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received an implant due to back surgery and left leg extremity deep vein thrombosis. The patient is alleging unable to remove, tilt, embedment and vena cava perforation. The filter was successfully removed (B)(6) 2016. Per the (B)(6) 2016, retrieval report (attempted): "preoperative diagnosis: malpositioned inferior vena cava filter. Indication: computed tomography scan demonstrates that the filter is tilted and some of the tines are projecting out the wall. Procedure: the filter was visualized. It was several centimeters below the lowest renal artery. There was, however, tilted and obviously the hook was protruding out of the wall of the vena cava. There were also several times which were protruding out of the wall of the vena cava. It was felt that it would not be possible to remove the filter percutaneously". Per the (B)(6) 2016, retrieval report (successful): "procedure: two of the legs of the filter were through the wall of the inferior vena cava. They were cut off and removed. A 1 to 2 mm incision was made over the hook, and it was extruded through the filter. The hook was snared with a tie, and attempts were made to sheath the filter into a catheter. The filter was densely adhered to the inferior vena cava in the hook vent, making this impossible to remover the filter with a snare. The incision was extended slightly to provide better visualization of the filter. The filter was then collapsed and removed".

Manufacturer narrative:
Occupation: non-healthcare professional. Patient and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.